Event description:
It was reported that customer experienced a blood glucose (bg) level of 19-20 mg/dl; cause was due to an undefined health condition. Customer consumed carbohydrates and administered a glucagon injection to address bg level. Reportedly, customer experienced a seizure. The customer was admitted into the emergency room, subsequently hospitalized, and treated with intravenous saline fluids. Customer was released from the hospital on (B)(6) 2023, with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that customer experienced a blood glucose (bg) level of 19-20 mmol/l; cause was unknown; however, it was confirmed customer's low bg level was not due to the pump. Customer consumed carbohydrates and paramedics administered a glucagon injection to address bg level. Customer experienced a seizure due to an undefined health condition resulting in hospitalization. The customer was admitted into the emergency room, subsequently hospitalized, and treated with intravenous saline fluids. Customer was released from the hospital on (B)(6) 2023, with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.